Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection it was found that the adhesive around the objective lens was peeled. Additional findings were as follows: the bending section cover, the control unit has a scratch, the grip, the up/down plate, the right/left plate, the angulation lever, the switch1, the light glass connector, the light glass cover glass, the video connector case, the video connector, all had a scratch, the adhesive around objective lens was peeled, and the adhesive on bending section cover had a chip. Based on the results of the investigation, it is likely that the reported event was caused by stress of repeated use, external factors, or handling. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope bending section cover scratch. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens has peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.